Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring is too close to the jaws. There were no notable characteristics about the harvesting tunnel. The c-ring and the harvesting tool advanced under endoscopic visualization during initial insertion. The c-ring retracted in the cannula. The c-ring was not cut. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was a procedure delay. A new device was used to complete the procedure. No injury to patient.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 2976. The device was returned to the factory for evaluation on 05/16/2025. An investigation was conducted on 05/19/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact c-ring or the intact cannula handle. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device the reported failure "material deformation- straight c-ring" was observed. The lot # 3000380314 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.